Event description:
It was reported that the rv lead impedance was gradually increasing over the past few months. The pacing lead impedance was high and out of range. The other lead measurements were all in range. Patient was scheduled for lead revision. When the physician opened the pocket, twiddler's syndrome was observed. The lead was capped and replaced on (B)(6) 2017. The device was also electively replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Date of event: (B)(6)2017. Lead was capped and replaced on (B)(6)2017. (B)(4).

Event description:
Additional information received notes that lead dislodgement was also noted. Lead was capped and replaced on (B)(6)2017.